Event description:
Long articulating endoscopic linear cutter did not fire during laparoscopic biliopancreatic diversion with duodenal switch and sleeve gastrectomy. Dates of use: (B) (6) 2010. Diagnosis or reason for use: cut and staple duodenum intraoperatively. Event reappeared after reintroduction: yes.